Manufacturer narrative:
Other, other text: no product was returned by the customer as a result, a complaint investigation /product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the device showed that disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned by the customer as a result, a complaint investigation /product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the device showed that disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Other text: no product was returned by the customer as a result, a complaint investigation /product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the device showed that disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and air bubbles were observed in tubing. No patient consequences were reported. No adverse effects were reported.